Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was inserted into a patient for endovascular treatment of a 6.5 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported as tortuous iliac arteries. It was reported that the endurant stent graft delivery system was unable to be advanced to the intended landing zone. After the delivery system was removed from the patient there was a kink in the endurant delivery system. The physician selected another endurant stent graft system that was successfully implanted in the patient. Per the physician, the cause of the inability to advance the stent graft system was due to the patient¿s anatomy of vessel tortuosity. No clinical sequelae were reported regarding this device and the patient is reported to be fine.